Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was received: how was the bleeding controlled? The surgeon controlled the bleeding using sutures, then changed the stapler. How much blood did the patient lose? There was no significant blood loss during the operation , therefore there were no need for blood transfusion nor the patient was opened. Were any blood products or transfusion required? No. If so, please explain. Was it necessary to open the patient to control the bleeding? No what is the current patient status? Good after, the surgery the patient was stable and there was no consequences device follow up: please provide the status of the devices as they have not been received for analysis. If the devices have been shipped, please provide the shipment tracking details. Product is available with distributor and needs moh approval to ship.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: can you please explain how the stapler misfired? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? The incident was as follow: the stapler fired normally, and after we open the jaw, we recognized that there is a malformation in the staple line. The surgeon decided to fire another reload before deciding to make any judgment on the stapler performance, but the result was the same; malformed staples and incomplete staple line with bloody field. We changed the stapler after that to avoid any other consequences. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the bleeding controlled? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was it necessary to open the patient to control the bleeding? What is the current patient status?

Event description:
It was reported that during an unknown procedure, there was a technical issue in the echelon flex stapler (ec60a), which led to misfiring of the reload. The stapler fired normally, and after the jaw was opened, it was noted that there was a malformation in the staple line. The surgeon decided to fire another reload before deciding to make any judgment on the stapler performance, but the result was the same: malformed staples and incomplete staple line with bloody field. Another stapler was used to avoid any further complications. There were no patient consequences reported. No additional information is available at this time.